Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation, the pump powered on to a call service 069 alarm upon start up. The complaint of a call service 069 alarm was duplicated and further testing was unable to be performed. The pump cover was removed to find no intermittent conditions on the printed circuit board. An eeprom failure occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 069 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.